Event description:
The initial reporter stated they received discrepant results for two different samples from the same patient tested with the elecsys hcg+ss assay on a cobas e 411 analyzer (rack system). First sample, collected on (B)(6) 2022: the sample initially resulted in an elecsys hcg+ss value of 0.143 miu/ml, which was considered incorrect and released to the patient. The patient sample was repeated twice, resulting in values of >10 000 miu/ml, accompanied by a data flag and 58 645 miu/ml (dilution 1:100). The elecsys hcg+ss value of 58 645 miu/ml was deemed correct and released to the patient. Second sample, collected on (B)(6) 2022: the sample initially resulted in an elecsys hcg+ss value of >10 000 miu/ml, accompanied by a data flag. The patient sample was repeated, resulting in a value of 65 388 miu/ml (dilution 1:100). The elecsys hcg+ss value of 65 388 miu/ml was deemed correct and released to the patient. The elecsys hcg+ss reagent lot number was 584579, with an expiration date of 31-mar-2023.

Manufacturer narrative:
The last calibration performed on 22-jul-2022 had signals that were below expected values. Quality controls were within specified ranges. Upon review of the alarm trace, alarms indicating insufficient sample volume were observed. The field service engineer adjusted the gripper, aligned the sample probe, and performed cleaning of the mixer washing station. It was determined that the customer did not use mandatory rack adapters for 13 mm tubes. Product labeling states: "not using a 13 mm sample disk tube adapter (sdta) with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes." The investigation could not identify a product problem. The issue was due to the customer not using the required tube adapters on the instrument.